Event description:
Outer saline and gel shell ruptured. This was determined by MRI at a medical center on 3/94. Rptr was 30-yrs-old at time of implant in 8/31/79. Procedure was done for augmentation. Her symptoms developed in 1991. Her implants will be removed in 4/94. Event date shown as unsure, probably between 1992 and 1993.